Event description:
Information received notes the patient was admitted with complaint of pain in "lt sternal border radiating toward the apex of his heart, which worsened when he took a deep breath." The ECG showed intermittent sensing and pacing and x-ray showed that the ventricular lead had migrated from its original position. A new lead was placed because the retractable helix of the explanted lead "had become embedded with tissue when it became dislodged."